Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that during an acl repair the spade tip on the sales reps rigid loop combo reamer/passing pin broke off in the patients' joint behind the femur. The sales rep stated that the surgeon was unable to remove the broken tip from the patient. The procedure was delayed for two and a half hours due to the surgeon trying to remove the tip from the patient. The case was completed by using a competitor's device. No new bone hole was created. The sales rep stated that the device was discarded.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is possible excess off angle force was applied while using the device causing it to break. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).